Event description:
Pt scheduled for removal of silicone breast implants and replacement with saline implants. On removal of right prosthesis the implant was found to be ruptured on initial inspection. The left prosthesis was intact on removal but was ruptured by instrumentation. Both implants were packaged and given to surgeon.